Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump stopped pumping and the screen went black" is confirmed. Upon return, the unknown residue was found at several locations on the pcb during visual inspection which was the cause of the alarm. The root cause of this complaint is undetermined. A potential cause of component damaged due to contact of unknown liquid. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) arrived to the cicu and supported the patient for a "couple of hours" without issue or alarm. During transport to CT, the iabp stopped pumping and the screen went black except for a red x on the helium gauge and battery. The staff is unsure if there were alarms or not. The iabp was plugged in immediately, but there was no change. The staff changed the helium tank thinking the red x on the tank may mean something. The iabp was powered down and back on with no change. The iabp was then immediately switched out. There was less than a 5-minute delay in therapy, the patient was supported on the second iabp without issue or injury and the patient remained stable. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) arrived to the cicu and supported the patient for a "couple of hours" without issue or alarm. During transport to CT, the iabp stopped pumping and the screen went black except for a red x on the helium gauge and battery. The staff is unsure if there were alarms or not. The iabp was plugged in immediately, but there was no change. The staff changed the helium tank thinking the red x on the tank may mean something. The iabp was powered down and back on with no change. The iabp was then immediately switched out. There was less than a 5-minute delay in therapy, the patient was supported on the second iabp without issue or injury and the patient remained stable. There was no report of patient complications, serious injury or death.